Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead resulting in pacing inhibition. Further information was requested but not yet available. The patient was in stable condition.

Event description:
Additional information received indicated the patient will be monitored and may have programming changes to resolve the issue at the discretion of the patients medical team.